Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Product ID: 3550-39, lot# n310200, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had a seizure and took a fall "a couple days ago". The patient "hit the implant and has a big bruise at the implantable neurostimulator (ins) site on his hip." It was also reported that it "looks like a puncture on the battery". The patient had no change in stimulation. It was also reported the patient had six seizures a day. Additional information has been request but is unavailable at time of this report.